Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A wolverine cb mr, us 10mmx2.50mm was returned for analysis. Based on the potential root cause identified, the following attributes were examined. A visual and microscopic examination of the balloon material and markerbands identified no issues. The purple tip was noted to have detached from the device and was not returned. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The guidewire used by the customer was not returned for analysis. A microscopic examination identified that the inner guidewire lumen of the shaft was bunched 45mm proximal from distal end of the device. No other issues were identified with the shaft of the device. A visual and tactile examination found no issues in the hypotube. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24apr2020. It was reported that the stylet was difficult to remove. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During preparation, the stylet was difficult to remove when the physician went to pull the stylet out tightness was felt. Subsequently, when the device was finally got it out, it almost looks like the tip of the balloon was not there. The physician was able to thread the wire to backload it, but the wire was unable to advance the through the balloon. Then, the distal area of the lumen was damaged and closed to the tip of the balloon. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed purple tip detachment.